Event description:
Facility alleges 30 minutes into pt's hemodialysis treatment, a dialyzer on its 9th reuse developed a large blood leak. Pt's blood was not rinsed back, entire system discarded ebl = 200cc. Facility denies pt injury.